Event description:
It was reported via legal documentation that approximately 168 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and discomfort, swelling, gait impairment, poor balance, and component part loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices are unknown the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. The reason the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Corrected fields: a2-3, b1-3, b5, d6b, d10, g4, h6 health effect impact code and medical device problem code. D10: ((B)(6)) 200-02-35 - three peg patella 35mm. ((B)(6)) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. ((B)(6)) 02-010-01-0220 - logic femoral ps cem left sz 2.

Event description:
It was reported via legal documentation that approximately 168 months ago the patient underwent a left total knee replacement procedure and remains unrevised at time of reporting. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03676. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."